Manufacturer narrative:
B5 - describe event or problem updated. D2b - pro code (product code): fge, lit. G4 - premarket/510(k) #: k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 27mm in length and extended from a position 6mm proximal of the proximal markerband to 20mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 60,75 cm mustang balloon catheter was selected for use. The balloon was popping. There were no patient complications as a result of this event. It was further reported that the 100% stenosed target lesion is located in the severely tortuous and severely calcified arteriovenous fistula (avf). The patient condition was very good post-procedure.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 60,75cm mustang balloon catheter was selected for use. The balloon was popping. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4-premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
B5 - describe event or problem updated. D2b - pro code (product code): fge, lit. G4-premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 60,75cm mustang balloon catheter was selected for use. The balloon was popping. There were no patient complications as a result of this event. It was further reported that the 100% stenosed target lesion is located in the severely tortuous and severely calcified arteriovenous fistula (avf). The patient condition was very good post-procedure.